Event description:
Event description guidant received information that during an implant procedure, after programming this device out of ship mode to nominal values, real time electrograms were unable to be obtained. A message was displayed stating function disabled due to device being in magnet mode please remove magnet and retry.